Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, three weeks after the patient was intubated, during hemodialysis, a leak and a crack were observed in the red (arterial) luer adapter. There were no unusual observations on the device prior to use. Flushing was performed before use, and the result was normal. No instrument was used to loosen or tighten the device, and no excessive force was applied to it. Tego was not utilized. The insertion site was not treated prior to product placement. Hemodialysis tubing was the other product being used with the reported product. Aside from the reported issue, no other visible damage was found on the product at the time of the event. No cleaning agent was used on the device, although normal saline and betadine are typically used to clean the adapters. The cleaning agents were allowed to dry thoroughly prior to applying ointment to the area. As a remedial action, the catheter was repaired, and the luer adapter was replaced. The treatment was completed. There was a 3ml blood loss, but a blood transfusion was not required. There was no reported patient injury.

Event description:
According to the reporter, three weeks after the patient was intubated, during hemodialysis, a leak and a crack were observed in the red (arterial) luer adapter. There were no unusual observations on the device prior to use. Flushing was performed before use, and the result was normal. No instrument was used to loosen or tighten the device, and no excessive force was applied to it. Tego was not utilized. The insertion site was not treated prior to product placement. Hemodialysis tubing was the other product being used with the reported product. Aside from the reported issue, no other visible damage was found on the product at the time of the event. No cleaning agent was used on the device, although normal saline and betadine are typically used to clean the adapters. The cleaning agents were allowed to dry thoroughly prior to applying ointment to the area. As a remedial action, the catheter was repaired, and the luer adapter was replaced with a new 3-luer fitting (temporary tube). The treatment was completed. There was a 3 ml blood loss, but a blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the luer adapter was cracked. It was reported that the luer adapter was cracked and leaking. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur from overtightening the luer adapter. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.